Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster¿s inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that the inner sheath could not advance in the outer sheath due to the impediment. A second device was used to complete the procedure. There was no report on adverse event on the patient. Additional information was received. The resistance they were having with the sheath was when they were trying to put the dilator into the sheath. There was no physical damage on sheath/dilator due to the resistance. There was no occlusion when irrigating the sheath. The sheath was narrowed. The dilator was not able to be moved through the sheath. The dilator was not stuck on the sheath. There was no physical damage on the sheath/dilator. The obstructed sheath issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022, the hemostatic valve was found dislodged inside the hub component. The returned condition was assessed as MDR reportable for a hemostatic separation issue. The awareness date for this reportable lab finding was (B)(6) 2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-sep-2022. The device evaluation was completed on (B)(6) 2022. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The hemostatic valve dislodged inside the hub could be related to the obstruction reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).